Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: aside from information provided in event description regarding drain placement, was there any reported patient consequence?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when attempting to apply the clip, it severed the duct instead of just clipping it closed. An endoloop was used to repair the duct. Patient received and was sent home with drains. Patient consequence was not reported.